Event description:
During surgery, the tip of the drill bit broke off and was left inside the pt's acetabulum. The surgery was delayed approx 45 mins.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.